Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella pump was not returned for evaluation. However, data logs were reviewed which confirmed there was a pump stop. However, without the device for evaluation, the root cause of the pump stop was unable to be determined as limited clinical details were provided.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported an 18-year-old female was implanted with an impella device for mechanical circulatory support. During support, it was noted that the impella cp stopped several times. On the third attempt the impella restarted. The decision was made to explant the impella. The patient was not harmed.